Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) found fault codes #101, #63 and #71. To address the issue the stm replaced the touch screen no faults found after replacement with multiple power cycle on and off. The stm then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the unit would not boot up intermittently after powering the system. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during repair of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) that the unit would not boot up intermittently after powering the system. There was no patient involvement and no adverse event was reported.